Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the harmonic scalpel luke handpiece has been "solid toning" intermittently during cases. The staff said they have gotten through most cases. Opened another device to complete the case. There was no consequence to pt.